Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. The sample initially resulted with a glucose value of 32.31 mmol/l and this value was reported outside of the laboratory. The patient was sent to the hospital based on the initial result and a second sample was collected. This sample resulted with a glucose value of approximately 5 mmol/l. The complained sample was then repeated on (B)(6) 2019, resulting with a glucose value of 6.43 mmol/l. No adverse events were alleged to have occurred with the patient. The glucose reagent lot number was 378010. The expiration date was asked for, but not provided. The field service engineer determined that the aspiration tubing of the cuvette washing mechanism had a hole and was dripping. The tubing was replaced and the hardware performance check was within range. No further issues occurred after this action. The investigation determined that the service actions resolved the issue.